Event description:
A caller reported that their pump button was not functioning. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) instructed the caller through various troubleshooting steps, which eventually triggered a button alarm, successfully resolving the button issue.